Event description:
The customer reported seeing cracks on the yoke of argus gamma camera detector.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).